Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear alarm and was able to complete rewind. Customer also performed self test and the test was passed. Customer also stated that the reservoir was able to locked in place. No harm requiring medical intervention was reported. Troubleshooting was performed. Product will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected alerts/alarms/anomalies noted during analysis. Successfully utilized thus to download history/trace files. The following alarm/alerts were noted on event date: pump error 63 on 10/01/2022 01:55:05.000 and pump error 4 on 10/01/2022 02:05:16.000. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 3. Pump error 63 variable 03 confirmed due to cracked solder joint. Pump error 4 (filenumber = 32010 linenumber = 2725) was a consequence of pump error 63. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, overlay scratched, cracked keypad overlay, keypad overlay peeling, missing display window/cover, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and partially detached retainer. Pump error 4 was a consequence of pump error 63. Pump error 63 confirmed due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.